Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer requested to have the device returned to them without being repaired. The device was returned to the customer without any repairs being performed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is not functioning and not recognizing any commands. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not functioning and not recognizing any commands. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.